Event description:
Twelve mm trocar tip broke off during surgery. Piece retrieved through scope. When trocar inserted it was noted to be intact. MFR's name in barrel of trocar noted with camera at the start of the case. At the end of the case a final look around noted broken piece on bowel. Piece continued to shatter with attempts to pick it up.